Manufacturer narrative:
The full name of the event site was shortened due to field character limit; the full name is (B)(6). Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation. No service requested.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had issues with being able to change triggers, the lock screen would not work, and made a high pitch noise. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Additional contact information: (B)(6). A getinge field service engineer was able to confirm the problem stated by customer. Unit started up working fine, after about 5 minutes the screen froze and unit started alarming. He accessed the diagnostics mode and checked for errors logged and found code 111 and 118 pointing to several possible faults within the unit. He replaced executive processor board(d670-00-0770) updated software and performed a full pm check and calibrations. Unit worked fine during testing, without any faults. He left the unit running overnight to verify the problem would not reoccur. Customer called pump failed overnight. He again visited the site and replaced solenoid control board(d670-00-1161), and performed full pm functional check and calibration. He let the unit run overnight to verify original issue would not occur. Received a call from customer later day that the unit froze and started alarming once again.again returned to continue troubleshooting and he disassembled the user interface and replaced the video generator board(d670-00-1182), reassembled and performed a full pm functional test and calibrations, unit has passed all test. He left the unit running overnight to verify problem is no longer an issue. Received text from customer unit has been running with no alarms or screen freezing up. Unit has been released for clinical use.

Event description:
N/a.